Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided and the following was observed: no imaging provided showing the valve initial position on inflation balloon prior to inflation. Valve was not positioned between alignment markers at initiation of deployment. Balloon inflation and valve expansion appear normal. Presence of calcium at the native aortic valve and in the sinotubular junction. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. It was unable to be confirmed during evaluation of the provided imagery that the valve was not between the delivery system alignment markers and deployed. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per the training manual, "slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap" and "do not position the thv past the distal valve alignment marker to minimize the risk of improper thv deployment or thv embolization". Additionally, per IFU/training manual, the user is instructed to check if the valve is between the valve alignment markers prior to thv deployment. In this case, imagery review showed that the valve was positioned slightly too distal and not between the alignment markers once deployment started. No imagery was provided of valve alignment or valve position on balloon prior to deployment. In this case, imagery review showed that the valve was positioned slightly too distal and not between the alignment markers once deployment started. No imagery was provided of valve alignment or valve position on balloon prior to deployment, and balloon inflation and valve expansion appear normal. Therefor due to limited imagery provided, a definite root cause was unable to be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
During review of imagery of deployment of a 29mm sapien 3 valve in the aortic position, it was observed that the valve was not aligned between the markers on the commander delivery system when deployed. As reported from france by our edwards lifesciences affiliate, a 29mm sapien 3 valve was implanted with 2cc above nominal inflation in the aortic position via transfemoral approach. The patient became hypertensive with a systolic pressure of 230mmhg. The valve was positioned at 80/20 (aortic: ventricular), with no signs of leakage, and showing good results. However, shortly after, the patient's blood pressure dropped to 30 mmhg systolic without an apparent cause. Echocardiogram revealed a pericardial effusion. A decision was made to perform a pericardial puncture, and 620 ml was drained. A thoracic drain with suction was placed, but quickly stopped draining, so the patient was moved to the recovery room for close monitoring. It was concluded that there was a partial annular rupture with a diffuse fissure. The patient continued to lose blood through the drainage system, and given the patient's age, it was decided not to pursue a complex surgery. The patient passed away. As per procedural imagery review by an edwards lifesciences engineer, it was observed that valve was not between markers and deployed.

Manufacturer narrative:
Investigation is ongoing.